Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 92 mg/dl. During troubleshooting, the customer stated, the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The insulin pump was successfully rewound and it was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not prime during the prime rewind test due to a protruded or loose drive support disk. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with minor scratches on the lcd window, cracked display window corners, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker.